Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that cables connected to the motor protection switch (mps) on the aquabplus reverse osmosis (ro) system sustained arcing damage and were crumbling apart. Additional information was obtained during follow-up from the biomed. The power wire slip connections are brittle due to excessive heat and break apart when handled. The thermal damage was identified during troubleshooting after the mps on the ro system initially tripped during stage 1 in supply startup mode. No alarms were associated with this failure. The biomed stated the suspected cause of the failure is the mps and the wire connections to it. The biomed was unable to observe any burning smell, smoke, spark, flame, or arcing. There were no blown fuses found in the local power supply. There were no local power grid issues on or around the reported event date. The ro is plugged into its own breaker. The biomed stated that replacing the mps and the wiring to the switch resolved the reported issue. The machine has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the reported issue.

Manufacturer narrative:
Correction: d4 (suspect medical device serial number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that cables connected to the motor protection switch (mps) on the aquabplus reverse osmosis (ro) system sustained arcing damage and were crumbling apart. Additional information was obtained during follow-up from the biomed. The power wire slip connections are brittle due to excessive heat and break apart when handled. The thermal damage was identified during troubleshooting after the mps on the ro system initially tripped during stage 1 in supply startup mode. No alarms were associated with this failure. The biomed stated the suspected cause of the failure is the mps and the wire connections to it. The biomed was unable to observe any burning smell, smoke, spark, flame, or arcing. There were no blown fuses found in the local power supply. There were no local power grid issues on or around the reported event date. The ro is plugged into its own breaker. The biomed stated that replacing the mps and the wiring to the switch resolved the reported issue. The machine has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the reported issue.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that cables connected to the motor protection switch (mps) on the aquabplus reverse osmosis (ro) system sustained arcing damage and were crumbling apart. Additional information was obtained during follow-up from the biomed. The power wire slip connections are brittle due to excessive heat and break apart when handled. The thermal damage was identified during troubleshooting after the mps on the ro system initially tripped during stage 1 in supply startup mode. No alarms were associated with this failure. The biomed stated the suspected cause of the failure is the mps and the wire connections to it. The biomed was unable to observe any burning smell, smoke, spark, flame, or arcing. There were no blown fuses found in the local power supply. There were no local power grid issues on or around the reported event date. The ro is plugged into its own breaker. The biomed stated that replacing the mps and the wiring to the switch resolved the reported issue. The machine has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the reported issue.

Manufacturer narrative:
Plant investigation: based on the investigation results, the reported event can be confirmed by the provided photographs. Damaged/discolored wires were identified during troubleshooting after the motor protection switch (mps) tripped in stage 1. The cable lugs are brittle due to excessive heat and break apart when handled and no issues were identified with the fuses or local power supply. The cause of the reported thermal damage is a bad electrical contact/loose wire at the motor protection switch. Pump p1 will run only with two line conductors resulting in higher current and higher thermal energy. In consequence the motor protection switch could trip and the pump p1 is not able to run anymore and the device is switched off. The mentioned thermal energy also caused the discoloration and overheating of the wiring and blade receptacles. This device was equipped with an inadequate design of wiring that included a blade receptacle at the motor protection switch. A new improved design was released as CAPA corrective action. The device was built before this improved design was released. The motor protection switch and wiring were replaced to solve the issue. The manufacturer recommends replacing the motor protection switch at both stages along with the associated wiring to avoid further problems. As this issue is a known failure, review of the service history or device history record (DHR) is not required.